Event description:
The patient reports the hcp performed surgery in 2004 due to the physician suspecting a granuloma. Testing confirmed that the patient did not have a granuloma. Patient is stating they are now paralyzed due to the surgery. No patient symptoms were provided. The drug contained in the patient's pump is unknown at this time. No device troubleshooting was reported. Additional information has been requested from the hcp, but was not available at the time of this report.